Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year post implant of this 12mm pulmonary valved conduit in a (B)(6)-old pediatric patient, it was explanted and replaced with a pulmonary valved conduit of the same size. The reason for replacement was conduit obstruction and conduit stenosis. No additional adverse patient effects were reported.